Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 29 mm sapien 3 valve in the native mitral position via transseptal approach, the first 29mm valve was deployed +4ml and landed where intended but was starting to migrate atrial. The valve was positioned well and fully expanded so the team felt it was just the unpredictability with native mitral valves and the ventricular pressure moving it atrial that caused the migration. There was no waist on the 29mm valve with the additional cc's added so nothing to prevent it from migrating. The team determined to place a 2nd 29mm valve +5mm to help the valve remain in a stable position. This was an off label mitral in mac procedure and was completed without any other complication. The patient was stable throughout the procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation and investigation findings. Correction: d2 and d6: remove explant date as the valve was not explanted. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. All inspections are conducted on 100% of the units. Per procedure, the sapien 3 ultra valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3, procedural training manual and no IFU/training deficiencies were identified. The complaint was unable to be confirmed due to unavailability of relevant imagery/medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. It should be noted that the thv was implanted in native mitral valve position for this case. The sapien 3 (s3) with the commander delivery system (ds) was indicated for native aortic valve, surgical and transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve and native mitral valve with an annuloplasty ring replacement only. So, this is an off-label operation. As reported, "during the procedure of a 29 mm sapien 3 valve in the native mitral position via transseptal approach, the first 29mm valve was deployed +4ml and landed where intended but was starting to migrate in the atrial. The valve was positioned well and fully expanded so the team felt it was just the unpredictability with native mitral valves and the ventricular pressure moving it atrial that caused the migration", and "this was an off label mitral in mac procedure". Per IFU, safety and effectiveness have not been established for patients with mac (mitral annular calcification). As noted, additional volumes were used for deploying the first and second valve, which indicated the patient had a big native mitral annulus and challenge anatomy features of native mitral annulus (eg. Bicuspid leaflet, movement, etc.). The oversized native mitral annulus and challenge anatomy features could lead to inadequate anchor between the deployed valve and native annulus resulting valve migration after the deployment. As such, available information suggests procedural factors (off label operation) may have contributed to the reported event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.